Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Lot, manufactured date and expiration date will remain unknown, if lot information is received, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after removal of a 6f/7f mynxcontrol vascular closure device (vcd) proper hemostasis was not achieved. Therefore, manual compression was progressed for 20min. There was no reported patient injury. The device was stored, prepared and used by instructions for use (IFU). The mynx vcd was used in coil procedure. The procedure used a retrograde approach. A 6f non-cordis sheath was used. There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device will be returned for evaluation.